Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. (B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00877. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal , anterior colporrhaphy and removal of posterior wall granulation tissue on (B)(6) 2012 due to cystocele, mesh erosion and vaginal bleeding. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with an anterior and posterior mesh repair due to cystocele, rectocele, uterine descensus, and sui. No additional information has been provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.